Event description:
It was reported that customer experienced recurring occlusion alarms, that led customer to seek care at the emergency room on (B)(6) 2026 with a blood glucose level that was displayed as "high," a specific value was not provided. Customer received intravenous fluids of saline and insulin which resolved the issue and was released the same day with no permanent damage. Reportedly, past occlusion alarms were addressed with a supply change and the customer resuming insulin.